Event description:
A report of no flow solution during the use of an infusion pump was received via user-facility medwatch report. See attached report. The hosp risk manager reported that no negative outcome or pt injury can be attributed to the reported pump problem as it is unk whether the medication would have benefitted the pt.